Event description:
A malfunction on the pump was reported by the caller. The issue caused the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the caller in resetting the pump. After the reset, the malfunction did not recur, and it was resolved that the customer could continue using the pump. The caller was advised to contact support again if the malfunction code reappeared, which the caller acknowledged and understood.